Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The physician suspected device malfunction. The patient was doing great postoperatively. The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo an ipg replacement procedure.